Event description:
On (B)(6) 2011, a vns treating neurologist reported that the serial cable for his programming system is frayed. The manufacturer's consultant confirmed it to be working but that it is frayed. The serial cable was returned to the manufacturer on (B)(4) 2011 for product analysis that has not yet been completed.

Event description:
Additional information was received on (B)(4), 2011 when product analysis was completed on the serial cable. Visual analysis verified that the outer cable insulation was damaged, thus exposing the inner wires. Product analysis identified the cause for the damage to be associated with mishandling of the cable. A visual and functional analysis identified no anomalies associated with the wires inside the cable and no functional anomalies associated with the serial cable were noted during testing.